Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was still implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Peritonitis and infections are a known complications of a peg tube placement. The peg placement IFU indicates that peg tube should remain under moderate tension for 24-72 hours to promote good adherence of the stomach wall to the inner abdominal wall and that the peg site should be checked regularly within the first week post-placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient had a percutaneous endoscopic gastrostomy (peg) tube placed. On (B)(6) 2016, patient started showing initial signs of infection and went to the ER on (B)(6) 2016. Husband indicated that the patient had cellulitis at the peg-j site and sepsis when she arrived at the hospital. She was also hypotensive and tachycardic. Patient was admitted to the ICU on the same day and was intubated. Patient passed away on (B)(6) 2016 in the hospital. It was reported that the cause of death was severe sepsis, the patient had severe peritonitis stemming from leakage around the tube into the abdomen which was confirmed by CT scan.